Event description:
It was reported that vascular access nurse opened PICC kit as normal, picked up the lidocaine and prepared to use it, and the vial shattered in her hand. All glass stayed on the tray and made a small puncture in her glove. A second nurse brought in a new kit to complete the procedure so there was no impact to the patient. No visible damage to kit from the outside or other components in the tray prior to incident.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.